Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini was reading inaccurately low compared to feelings/normal results and displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call with the patient. The patient stated that the alleged issue began on an unknown time prior to contacting lfs. The patient reported she obtained an inaccurate low result which she could not recall and an error 2. The patient stated that she continued with her usual diabetes routine as a result of the alleged issue. She reported that on an unspecified time after the alleged issue began she developed the symptoms of "hyperglycemic, fainted, fell down the stair and cracked her head open." The patient stated that on an unknown date and time she attended ER and received health care professional (hcp) treatment. However the patient does not recall what the exact treatment was. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. Cca also noted that the test strips the patient was using had expired or were not stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.